Event description:
Use of advanced medical optics complete moistureplus multipurpose contact solution has resulted in acanthamoebe keratitis. Very conscientious contact lens wearer previously managed an optical shop for 8+ years. Has been using the 12 oz. Solution for normal daily care of contact lenses. Eyes having been tearing profusely and have been mated shut after sleeping. The victim has been seen by physician and physician has prescribed two different eye drops to treat the parasitic infection. However, the hospital pharmacy is having serious difficulties sourcing for the prescribed medication. One of the required eye drops prescribed is not available in the united states and the other is still not available 12+ hours later. Seeking alternative medication to treat the infection. Does the FDA have a recommended treatment plan? Dates of use: 2007. Diagnosis or reason for use: contact lens care. Event abated after use: no. Diagnosis: contact lens care.